Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was aborted and completed by moving the patient to another room. Customer reported to philips that the c arm was unable to perform geometry movements. No further information was provided by the customer. No service action was performed by the philips, since the equipment was not covered under business or service contract. To date, no further information was received. The codes were updated based on the investigation outcome.